Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Five opened/used sensors were inspected and two of three had the insertion needle bent inside the sensor base. Determination if customer received sensors in said condition was not possible due to the sensors were returned opened/used. One of the three remaining sensors failed testing due to high readings. The remaining two sensors passed testing with accurate readings. All of the sensors were received with bent cannulas.

Event description:
Customer's mother reported that the sensor gave inaccurate readings. The blood glucose reading was 224 mg/dl. She also reported that there were calibration error alerts. She stated that there was no delayed or incorrect entry of a blood glucose reading. She stated that the alert did not occur as a result of the first calibration attempt after initialization. After two consecutive calibration error alerts, she also received a bad sensor alert. She was advised to change out the sensor. Nothing further was reported.